Event description:
Patient information not included. Anesthesiologist started an IV on a patient with a 20ga introcan safety-disposal of IV catheter the physicians right thumb was entered by the tip of the needle to protrude. The catheter was disposed of in the nearest needlebox. The needlebox has been secured. We also had an event prior to this one that was not reported until in which the same malfunction occurred. Additional information received from the facility revealed that only one incident resulted in a needlestick. The facility has declined to reveal the results of the protocol bloodwork testing performed.